Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-apr-2019. The most recent information was received on 01-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain') in an adult female patient who had essure (batch no. He011fp) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), muscle disorder ("certain thing occurred especially on muscular standpoint"), musculoskeletal stiffness ("back stiffness"), nausea ("nausea"), pyrexia ("feverish before my menstrual periods"), malaise ("spontaneous malaise often one week prior my menstrual periods"), formication ("formication in finger tips"), abdominal distension ("swelling of abdomen"), chalazion ("chalazion"), hordeolum ("hordeolum") and paraesthesia ("problem of incessant tingling in chest"). Essure treatment was not changed. At the time of the report, the back pain, muscle disorder, musculoskeletal stiffness, nausea, pyrexia, malaise, formication, abdominal distension, chalazion, hordeolum and paraesthesia outcome was unknown. The reporter considered abdominal distension, back pain, chalazion, formication, hordeolum, malaise, muscle disorder, musculoskeletal stiffness, nausea, paraesthesia and pyrexia to be related to essure. The reporter commented: at the moment of this report, the consumer is a (B)(6) year-old woman dynamic sports person and she never had any of these symptoms before essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: after an internal review, it was noted that ha assessed the case as incident on the initial report. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.